Event description:
Potential image shift due to missing consideration of the flat panel alignment under certain circumstances. During the investigation for the image shift issues previously reported under mdrs 2910081-2007-00021, -00022, -00023, -00030, -00031 and -00032, a defect has been discovered that affects the positioning of the flat panel. Since rtt2.0, a flat panel positioning calibration has been introduced to correct for mechanical mis-alignment of the panel. The calibration determines a 2 dimensional displacement vector (x, y). If the position the calibration corrects for mis-alignment of up to 4mm, for a larger deviation, the service engineer gets a warning message and shall repeat the mechanical alignment/calibration. The defect in rtt2.0, 2.1 and md 2.0 is if one of the vectors, x or y is exactly zero, the other vector displacement value up is ignored. Maximum mis-alignment of the panel, which then remains undetected is 4mm.

Manufacturer narrative:
The root cause of the problem is software related and a final solution is being developed. An immediate corrective action has been released in the form of a field update instruction to check the flat panel calibration values for vectors x and y.